Event description:
Reportedly, after the device was powered on, the device repeatedly and inappropriately prompted connect electrodes, and a device analysis of pt electrocardiogram could not be performed as result.